Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was backflowing blood during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G3: date received by MFR ¿ the initial aware date was 02/11/2025 (previously reported 02/19/2025). Additional information was added to h6. H11:the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.